Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with correction via four types of fluids. Length of hospitalization for less than 24 hours. Patient also tested positive for ketones. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record comaplint (B)(4) on 11-jun-2025. Device history record (DHR) review: the lot 6010691 was manufactured according to the work instruction (wi) version 75 manufactured in the line 5, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11-jun-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a hcp or requires emergency advance, malfunction code no malfunction describe and lot 6010691 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.